Event description:
It reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 10-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 in the auxiliary unit did not latch. A field service engineer (fse) removed the drawer and found that the latch block was not connected, and the latch block stud was broken. The fse reattached the latch block and replaced the broken retractor band. Then, the fse checked connections, ran the hardware diagnostic application and removed debris to resolve the issue. The system functioned as intended after the field service engineer repaired the device.